Event description:
Per the clinic, the patient experienced a loss of osseointegration in (B)(6) 2013 (specific date not reported), resulting in fixture loss. There are plans to replace the lost fixture, but it is unknown if this has occurred as of the date of this report, (B)(6) 2013. The device is not available for analysis.

Manufacturer narrative:
(B)(4). Device not available for analysis.